Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the reported balloon rupture is the result of interaction with anatomy which was described as heavily calcified. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The spartacore guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial with heavy calcification and no tortuosity. A spartacore guide wire was advanced to the target lesion without anatomical resistance. A 3.0x120mm armada percutaneous transluminal angioplasty catheter (ptac) was then advanced over the guide wire; however, prior to the ptac entering the patient anatomy, the guide wire coating was observed to be peeling. The pieces of coating were confirmed to be located outside the anatomy and peeled coating was not introduced in the patient. The ptac was subsequently withdrawn from the guide wire, and then the guide wire was withdrawn from the patient without any anatomical resistance. A command guide wire was then advanced to the target lesion, and the armada ptac was re-advanced over the guide wire. The ptac balloon reached the target lesion; however, the balloon ruptured during the first inflation at 13 atmospheres. The ptac was subsequently withdrawn from the patient anatomy without anatomical resistance and was replaced with an unspecified balloon catheter to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.